Event description:
Reporter alleged her daughter received the results of hi (greater than 600 mg/dl), 140 mg/dl and 292 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient reported obtaining a blood glucose result of "358 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient stated she took her insulin after obtaining the allegedly inaccurate result. About half an hour after that, the patient claimed she felt symptoms of "shiver, headache and sick." The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.